Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump did not detect intermittent cartridges. Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to the customers blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.